Event description:
It was reported during a implantable cardioverter defibrillator (ICD) device change out that the right ventricular (rv) lead had abrasions on the outer isolation layer of the lead. No inappropriate measurements were observed. The lead was explanted, and a new lead implanted. No serious injury /no adverse patient effects. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.